Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A 30 day follow up computed tomography (CT) showed the patient had a type 1a endoleak and type 2 endoleak. The physician elected to monitor the patient. There have been no additional adverse events for this patient.